Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the dyspneic patient had received inappropriate defibrillation therapy from the implantable cardioverter defibrillator. It was noted that the patient had developed atrial flutter just prior to receiving inappropriate therapy from device. Programming modifications were performed. No further information was reported.